Event description:
Asr revision bilateral. Asr xl acetabular system. Reason(s) for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Reason for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) compliant number (B)(4). Reason for original complaint: asr revision bi-lateral, asr xl acetabular system. Reason(s) for revision: unknown. Update - identified hip side, system, which products go with which hip, separated the surgery and revision dates and reason for revision taken from claimsuite dated left resurfacing reason(s) for revision: pain bi-lateral patient for right side see com (B)(4). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.